Event description:
Medical doctor attempted to use catheter to ablate for procedure but was unable to get temperature reading and to ablate. Manufacturer rep was at bedside and is aware and stated that they will notify biosense webster. Catheter was removed and replaced. There was no known harm to the patient.